Event description:
On (B)(6) 2013, during an anterior cruciate ligament reconstruction procedure, the small battery drive would run until pressure was applied. The procedure was delayed approximately three minutes, just enough time to switch to another small battery drive. There were no patient injuries or medical intervention reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history record revealed no complaint related anomalies.